Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the gap between the acoustic lens and ultrasound probe and the peeled adhesive on the distal end could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 3 preparation and inspection. 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found a gap in the adhesive on the distal end of the device. In addition, the elevator plug nut was loose due to excessive stress, the up/down angulation knob could not be locked securely due to wear on the forceps elevator lever, the forceps elevator lever was scratched, the grip and objective lens were scratched, the adhesive around the objective and light guide lenses was worn, the adhesive on the bending section cover was discolored, and angulation in the down direction was out of standard due to wear of the angle wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The subject device was sent to an olympus service center for evaluation with no complaint. During inspection and testing, service found a gap in the adhesive on the distal end of the device. This report is being submitted for the malfunction found during evaluation (gap in adhesive). There was no harm or user injury reported due to the event.